Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen lcck femoral stem, part# unk lot# unk; nexgen lcck femur, part# unk lot# unk; nexgen lcck tibial tray, part# unk lot# unk; nexgen lcck tibial bearing, part# unk lot# unk; nexgen lcck tibial stem, part# unk lot# unk product location is unknown. The reported event is confirmed through the review of revision operation notes. Review of the revision notes identified pain, swelling, erythema and discoloration of the skin. A polyethylene revision was noted along side with an I&d procedure. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right total knee arthroplasty revision approximately one (1) month post-operatively, due to pain, swelling, erythema, discoloration to the skin, and infection. The polyethylene bearing was removed and replaced, and patient underwent an irrigation and debridement. During the revision, purulence from the prepatellar region, as well as soft tissue that was devitalized, and a small hematoma were noted.